Manufacturer narrative:
The choice guide wire was rec'd inside a balloon catheter. The taxus, balloon, and the guide wire constitute a delivery sys used during the procedure, however, the taxus stent was not returned with the guide wire, only the balloon catheter was rec'd. At 32cm from the distal end, it was noted that the guidewire was severely bent and poking through the balloon catheter. The polymer contained approx a 1cm tear at the bent portion, exposing the core wire. The opposite end of the exposed guide wire was found to be protruding from the catheter strain relief and the strain relief showed a gash. The wire was removed easily from the catheter. It was also noted that the catheter was bent and bunched at the same location of bent guide wire. The guide was found to be within outer diameter (d) spec. The mfg record for this batch number has been reviewed and confirms that the device met its material, assembly, and performance specs. The root cause of the torn polymer could not be determined.

Event description:
Event determined to be reportable based on analysis approved 2/12/2008. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, removal difficulties were encountered. The location of the lesion, lesion characteristics, and vessel characteristics are unk. The choice pt 300cm guide wire was placed and a taxus express 22.50mm x 12mm stent delivery system (sds) was loaded on the guidewire and an attempt was made to move the guide wire back and forth within the wire lumen of the sds, however ,the guide wire was unable to move and it was noted that the guide wire had exited the sds catheter at a location near the hub instead of its normal location. The physician applied significant force to the sds and was able to successfully remove the sds from the guide wire. Upon removal, the physician noted that the guide wire appeared to have "swelled". Both the guide wire and sds were exchanged for different devices to complete the procedure. It was noted that the sds did and the guide wire did not enter the pt. The pt's status is unk. Analysis revealed torn polymer coating.